Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not available for analysis. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed the battery was unable to communicate with a test controller; however, it was able to provide power. Functional testing also revealed the battery was unable to adequately communicate with the battery charger and flashed yellow. Internal inspection revealed a missing resistor on the communication line of the battery; analysis indicated that the resistor was not connected to the printed circuit board (pcb) likely due to a defective solder. The resistor most likely fell from the battery enclosure during the internal inspection. Supplemental testing was performed; after a replacement resistor was soldered to the pcb, the battery functioned as intended. It is likely the inability of the battery to communicate with the controller was perceived as the reported "not holding a charge". As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a defective solder. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1qq ICD, 429888 lead, implanted: (B)(6) 2018; 0293 lead, 4470 lead, implanted: (B)(6) 2014. Additional information has been requested regarding the log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited an inability to hold a charge. The battery was exchanged. No patient complications have been reported as a result of this event.